Manufacturer narrative:
Device is a combination product. Promus element ous mr 2.75 x 32 mm stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube identified a hypotube break identified 19.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also observed. Visual and tactile examination of the shaft polymer extrusion identified multiple kinks. Visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02apr2019. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 2.75 x 32 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient is stable. However, device analysis revealed a hypotube break.